Event description:
Hill-rom received a report from the account stating that the bed exit alarm was not working. The bed was located at the account in room 550. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the power control board speaker inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the power control board speaker to resolve the issue. Based on this info, no further action is required.